Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pez888 batch number, and no non-conformances were identified. Investigation summary: it was reported performance pull off - suture needle. An empty labeled winding former, a detached needle and a suture of product code vcp433 were received for evaluation. During the visual inspection, of the detached needle the swage and attachment area was observed with cracked barrel. During the visual inspection of the suture, the impression is enough, and the insertion end was conforming to ethicon requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the performance pull off - suture needle was caused by a cracked barrel on the needle. Note: events reported via mw 2210968-2020-01243.

Event description:
It was reported that a patient underwent a ligation of spermatic vein on (B)(6) 2020 and the suture was used. It was reported that during surgery, there was pulling off of the suture needle. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.